Event description:
The company was informed that the pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering add'l info and will submit a supplemental report once new info is obtained.